Event description:
Mediport attached to skin. Pt is okay. Surgical procedure to remove mediport done. From op report: catheter was obviously significantly involved with reactionery tissue around it. A mustard color firm sandy material was stuck to the catheter. The distal portion broke and came out as a separate piece.